Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired.

Event description:
It was reported to boston scientific corporation that a zero tip basket was used during a ureteroscopy procedure within the ureter. According to the complainant, during the procedure, the basket could not get the stone out when they shake it. The surgeon used a laser to break the basket so that the stone can be released. The basket and the stone were retrieved successfully and nothing was left inside the patient. The procedure was completed with another zero tip basket. Reportedly, the basket was inspected and tested prior to use and no anomalies were noted. The patient's condition at the conclusion of the procedure was reported to be fine.